Manufacturer narrative:
Patient identifier updated (B)(6); patient weight updated (B)(6).

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019 to explant and replace ipg. Therapy was restored for the patient postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 4 months. Surgical intervention is pending to address the issue.